Event description:
Complainant alleged that the clinicians were unable to perform a synchronized cardioversion on the patient (age and gender unknown) who was presenting a ventricular tachycardia heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported failure.